Event description:
"During laser intraocular left eye, doctor noticed malfunction of handpiece not equally delivering laser spots to retina, 2nd handpiece opened and after 200 laser spots, this piece malfunctioned. Opened a new lot# of same item. The 2 defective items were delivering weaker laser pulses. Pulled all of this lot# off shelf" the customer owns a number of lumenis lasers and the laser used during the case reported to FDA could not be detemined by lumenis.